Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that as of friday they have been experiencing shocking. Pt states they contacted their doctor about this and they told them to turn stim off for a couple of hours and then turn it back on. Pt states they went to try and turn it back on but they kept seeing device not responding. Once they were able to finally get it to connect, they tried turning it up but still do not feel stimulation. Pt services walked pt through communicating with implant and pt confirmed therapy is on and is at 1.7v. Pt continued to try increasing but states, no matter what, they are not feeling any stimulation. Pt states at this point they aren't sure if they are experiencing a 50% reduction in symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.